Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a (B)(4) registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 3 months. Per the patient's medical records, the patient underwent tee and was found to have a large perivalvular leak. This was confirmed when the patient was taken to the cath lab of further evaluation. In addition, his vein graft to the distal posterior descending artery was closed. It was a small target to begin with. The explanted device was replaced with another edwards bioprosthetic valve. A postoperative valve looked very good and that showed no evidence of leak. The surgeon has also confirmed that there was no malfunction of the subject valve.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned for analysis; therefore, the root cause of this event could not be investigated. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. The surgeon has also confirmed that there was no malfunction of the product. No further actions are possible with the available information.